Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the cannulated stardrive screwdriver shaft/t15 (p/n: 03.240.002, lot number: h585152) was received at us cq. Upon visual inspection, the tip of the screwdriver shaft is twisted. There was no other damage noted on the exterior of the device. The cannulation was not occluded and did not seem to be bent. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage and device geometry. Document/specification review: relevant drawing (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip of the screwdriver shaft is twisted. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: supplier- universal punch / monument manufacturing date: 13-sep-2018, part number: 03.240.002, cannulated stardrive scrwdrvr shaft/t15 , lot number: h585152 (non-sterile), lot quantity: 51. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a cannulated stardrive screwdriver shaft was twisted. There was no known patient or hospital involvement. This report is for 1 cannulated stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).